Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a premature ventricular contraction (pvc) that led to ventricular tachycardia (vt). There was a ventricular pace that led to the patient being in vt and anti-tachycardia pacing (atp) was delivered to break the arrhythmia. There were no patient symptoms recorded. The health care professional (hcp) and technical services (ts) discussed programming for the device to optimize for the patient. This ICD remains in service. No adverse patient effects were reported.